Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039921r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving morphine, dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and other non-malignant pain. A granuloma was reported. The patient reported that it took them almost a year and a half to 2 years to go through withdrawal. They did an MRI and then an MRI with dye and realized it when the morphine wasn't going through. Per the patient the "pump caused a granuloma on my spinal cord" and "it's still there" because they could not operate on the patient. The catheter was left in the patient's spine. It was also noted that the pump had not been active for several years. Interventions and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.